Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, the patient experienced a return of incontinence on (B)(6) 2015. It was unknown what factors may have led or contributed to the issue. Reprogramming was performed on (B)(6) 2015. The lead and neurostimulator were explanted on (B)(6) 2016 and the issue resolved. The investigator assessed the event as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.